Event description:
It was reported that the patient presented remotely via merlin.net. Upon examination, it was noted that the atrial lead exhibited low pacing impedance. The lead was reprogrammed. The patient was stable in condition.